Event description:
During surgery for a major neck procedure, a graft was taken from the anterior thigh. The surgeon felt that the blade was digging in too deep, so he pulled the handpiece out. He found that the blade had gouged into the dermalayers. The width plate and blades were changed, but the same thing happened. Stitches at the donor graft site were required. Also used with the handpiece were the 4" width plate and 8800-000-10 dermatome blades.